Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger, product ID: 97754, serial# (B)(4). Product type: recharger. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins). It was reported that the recharger showed that the ins was done charging and at 100%, but the programmer was showing no battery and a warning screen to charge the ins. No patient injury reported. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had issues with recharging. The caller was sent a recharger and they needed another one. The patient stated their implant wasn't charging and they were really hurting. They stated the remote was working and it was the recharger that they needed before potentially replacing the ins. They then reported that the recharger wouldn't power on.

Manufacturer narrative:
Continuation of d11: product ID 97754, serial# (B)(6), product type: recharger; product ID 97754, serial# (B)(6), product type: recharger. H3:product type recharger; product ID 97754, serial# (B)(6), product type: recharger. Analysis of the recharger found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstance that led to the recharging issue was that they were charging while laying on their back and the y charge for 5 to 6 minute and it show full charge. The patient reported that the rep set new program on the mystim. Pair level still not under control. The patient stated, ¿ I would recommend this stimulator to anyone. My worst fear came true that I would have problem, and the reps are too busy with surgery to have time to help. If I could get removed from my back, I would. My pain level has been as bad a s before I had it put in. I have had this implant for 5 years. As per normal, the only person that suffer is me¿.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that their healthcare provider (hcp) changed their implantable neurostimulator (ins) battery because their ins went out after 5 years during 2020.

Event description:
Additional information was received from a patient (pt). It was reported that when asked about the clarification regarding the reported event where your previous battery went out which led to a replacement. Was there a device concern, change in your therapy, etc? It was informed that the device would not charge. When asked about the cause of the reported issue determined, it was informed that the recharger has been replaced. The issue has been https://emdr.FDA.gov/emdr/formredaction/b5.jsfresolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.